Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error. The blood glucose reading was not known. The insulin pump passed the self test. The customer reported that the drive support cap was loose. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was sent a continuation of therapy insulin pump.

Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No unexpected beep anomaly or audio/beep anomalies noted. No motor error alarm during testing was noted. The motor passed the motor tests. The pump had a cracked case at the display window corner, a cracked reservoir tube, a broken reservoir tube lip and minor scratches on the display window.